Event description:
It was reported that a knee replacement surgery was extended for one hour due to multiple attempts to steady lock the insert into the baseplate. A back-up insert was given which locked in successfully.

Manufacturer narrative:
A correction based on new information received.